Manufacturer narrative:
(B)(4). The customer reported 'hose is block'. The local philips rep subsequently clarified that the actual failure was the error message (pads/paddles) ECG fault. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported 'hose is block'. The local philips rep subsequently clarified that the actual failure was the error message (pads/paddles) ECG fault. There was no report of pt involvement.